Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture observed behind the display lens. There was a cracked in the pump case confirmed during the leak test. There was moisture found throughout the pump case when the pump was opened. The pump failed to power on due to moisture. There was no visible damage to the keypad. The keypad unresponsiveness could not be tested due to moisture. There was no contamination or damage found on the button contacts when the keypad was removed.